Event description:
Additional information was received, it was reported the cause of the event was not determined. The high impedance issue was not resolved and the lead was explanted and replaced with percutaneous leads.

Manufacturer narrative:
Continuation of d10: product ID: 3708340, serial# (B)(6), implanted:(B)(6) 2008, explanted: (B)(6) 2025, product type: extension. Product ID: 3708340, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2025, product type: extension. Product ID: 399930, serial# (B)(6), implanted: (B)(6) 2008, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 399930 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2008; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep states the patient's lead has 4 electrodes that are showing "do not use" and 4 that show high impedances, so this normal battery replacement is now involving a replaced lead.